Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the rod, 480 mm was found broken in middle. The broken fragment was not returned. The reported condition can be confirmed. A dimensional inspection was not performed as it is not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the rod, 480 mm would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following source controlled drawings reflecting the current and manufactured revisions were reviewed: expedium 5.5 mm rod ti 300/480 mm hex end, drawing number . Eco number (B)(4), rev. F current and manufactured. Dimensional inspection: n/a. Product code: 179762480. Lot number: bd11dwt. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: (B)(6) 2022. Manufacturing site:jabil le locle. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from malaysia reports an event as follows: it was reported that during the final step of a scoliosis surgery on (B)(6) 2023, the surgeon input the crosslinks. Upon the final tightening of the crosslinks nuts, the tip of the instrument shaft attached to the torque limiter handle broke off. The fragment of the instrument shaft was stuck inside the crosslink nut recess. As the implant would be very difficult to remove in any future surgery, the surgeon decided to change the crosslink for this patient. Before implanting it in, the surgeon tested the final tightening mechanism outside of the patient's body. The result was that the other instrument shaft also broke off at the tip. Procedure was completed successfully with a twenty minute delay. There was no patient consequence. This report is for a rod, 480 mm. This is report 4 of 7 for (B)(4).